Event description:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported. In 2008, philips evaluated the device and there is no info that supports a malfunction occurred. The device was returned to the customer after passing all testing. Two days later, the customer indicated this issue may have been the result of a user error. We are considering this issue a user error and no malfunction of the device.